Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, e1, g3, g6, h2, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: follow up review reported pain started 2 months prior. A definitive root cause cannot be determined. This complaint cannot be confirmed. Medical records were not provided in relation to pain. All office visits prior to the patient report of pain indicate the patient was not in pain. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item # unknown, unknown liner, lot # unknown. Item # unknown, unknown cup, lot # unknown. Item # unknown, unknown stem, lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient is being considered for a revision approximately six years post implantation due to pain that has developed. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.